Event description:
Revision of left knee total arthroplasty due to broken stem extension.

Manufacturer narrative:
Engineering evaluation of the returned augment block noted scratches on distal surface and outer rail consistent with device removal and handling. Small amounts of debris are present in the threaded screw holes. Debris appears consistent with bone cement. This is same event that was reported in 1038671-2009-00063.